Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was alarming with the m30.1 balloon valve leak alarm during drain 0. Clamped all lines and canceled treatment. Issue occurred twice. Patient (pt) was connected during incident. Cycler has been re-setup with new supplies. The reported issue(s) is not a result of the supplies. The technical support representative assisted pt with cycler re-setup, in drain 0 pt received the m30.1 again for the third time (refer to case # 8014628194). Replaced cycler due to m30.1 balloon valve leak. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A dark screen display was encountered. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A post- accelerated stress test simulated treatment was performed and completed without any failures or problems. System air leak test and valve actuation test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.